Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Additionally, it was also reported that the customer¿s blood glucose (bg) level was 45 mg/dl. The cause of bg was unknown. No further information was provided.